Manufacturer narrative:
Mml reference # (B)(4). B2-others: patient fell off the horse. H6 updated. It was reported that the patient has been activated with no issues and using bilateral therapy. There was no allegation against the functionality of the device. A review of the images confirmed the leads were within the effective position. The patient reported that they had periodically felt pain in the feet post-fall, even when the device was not in session. Visual inspection of the returned lead assembly revealed no signs of coil fractures.

Event description:
The patient stated that the stimulation started to cause pain down right to the foot, and the patient's lower back pain has returned after being thrown off the horse in (B)(6) 2022. The patient underwent revision surgery to replace the right stimulation lead. The revision was successful, with no report of patient harm or injury. Prior to the fall incident, the patient was doing well with the therapy, and the impedances were within the normal range. The device was functioning as designed; the patient did not notify the doctor until (B)(6) 2022. The patient has not been activated due to some health issues unrelated to the device.

Event description:
The patient stated that the stimulation started to cause pain down right to the foot, and the patient's lower back pain has returned after being thrown off the horse in (B)(6) 2022. The patient underwent revision surgery to replace the right stimulation lead. The revision was successful, with no report of patient harm or injury. Prior to the fall incident, the patient was doing well with the therapy, and the impedances were within the normal range. The device was functioning as designed; the patient did not notify the doctor until (B)(6) 2022. The patient has not been activated due to some health issues unrelated to the device.

Manufacturer narrative:
Mml reference # (B)(4). B2-others: patient fell off the horse.